Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h6 (type of investigation), h10, h11 corrected field: d1, g1 (contact person ¿ mfg site), h4, h6 (health effect ¿ impact codes).

Manufacturer narrative:
A getinge authorized representative evaluated the iabp unit and checked the logs. To fix the issue, the engineer replaced the battery, ran the unit for 30 minutes, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge authorized field service engineer (fse) needed battery replacement. The fse confirmed that ¿the battery life was up¿. There was no patient involvement, and no adverse event reported.